Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacture date not available for this probe at time of filing. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up the system on the network, the site was unable ¿to echo¿ but after changing the ae title for storage on the electronic picture archiving and communication systems (pacs)¿s end rather than q/r they were able to successfully pull a patient but then a ¿transfer incomplete¿ message displayed. The patient showed on the system, but the error still displayed. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.